Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device breakage"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and fallopian tube perforation ("fallopian tube rupture") in an adult female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, sciatica, neck pain, dental caries, vertigo and dizziness. Concomitant products included clonazepam, cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), ibuprofen (advil), naproxen sodium (aleve) and para-seltzer (excedrin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged,memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and migraine ("migraines / headaches"). At the time of the report, the device dislocation, device breakage, perforation, genital haemorrhage, fallopian tube perforation, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage and menorrhagia outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Right: 3 coils left: 1coils. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, dizziness, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device breakage"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and fallopian tube perforation ("fallopian tube rupture") in an adult female patient who had essure (batch no. 627728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, sciatica, neck pain, dental caries, vertigo and dizziness. Concomitant products included clonazepam, cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), ibuprofen (advil), naproxen sodium (aleve) and para-seltzer (excedrin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged,memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and migraine ("migraines / headaches"). At the time of the report, the device dislocation, device breakage, perforation, genital haemorrhage, fallopian tube perforation, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage and menorrhagia outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion right: 3 coils left: 1coils. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, dizziness, headache. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics medical history condition, concurrent condition, concomitant medication added. Essure lot number added. New events abnormal bleeding (vaginal, menorrhagia), migraines / headaches were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device breakage"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and genital injury ("fallopian tube rupture") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), genital injury (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged,memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the device dislocation, device breakage, perforation, genital haemorrhage, genital injury, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: patient sought treatment for these continuing symptoms and continues to treat for these injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.